Manufacturer narrative:
Combination product: yes.

Event description:
Noise was seen on the rv channel with corresponding non-physiologic deflections on the far-field channel. Lead to be evaluated further and remains implanted.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.